Event description:
This pt experienced an instent thrombosis approc two hrs after cypher stent implantation in the proximal left anterior descending artery. This was treated with aspiration and re-ptca. This pt was admitted to the hosp with a chief complaint of acute myocardial infarction. The pt was currently taking no known medications. The pt was taken emergently to the cardiac cath lab, where angiography revealed a de novo, thrombotic occlusion of the proximal lad. A bolus of 5,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The proximal lad lesion was predilated with a 3.0 x 20mm balloon inflated to 12 atms. A 3.0 x 18mm cypher stent was deployed to 12 atms with suboptimal results. The stent was post-dilated with a 3.0 x 20mm balloon inflated to 14 atms. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on from the cath lab in stable condition. Approc two hrs later, the pt complained of chest pain and was brought back to the cath lab for evaluation. Repeat angiography demonstrated a thrombosis of the newly placed cypher stent in the lad. This was treated with aspiration thrombectomy and additional balloon inflates with a 3.5mm balloon. The pt was again discharged from the cath lab in stable condition.